Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a blood glucose reading of 227 mg/dl on his blood glucose meter and a reading of 122 mg/dl on another brand of blood glucose meter. No decision to treat was reported on the allegedly faulty meter. The difference in the readings was determined to be clinically significant. The meter will be returned for evaluation.